Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that during initial testing of the iabp it was pumping then alarmed "low vacuum" and "low helium" then went into a system failure shut down. The fse found that there was no 5v reference voltage on the front end board and replaced it. The fse completed a full calibration of the transducers and system. Functionality checks, and safety checks all passed to factory specifications. Upon completion the fse released the iabp back to the customer cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that during pre-testing for field safety corrective action services, the intra-aortic balloon pump (iabp) went into constant alarm and shutdown with "no helium" and "low vacuum" errors. This event occurred during service/test by a company representative. No patient was involved and no adverse event has been reported.